Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient developed pacemaker syndrome. The patient was hospitalized for one day and the event was considered resolved on the same day. The device remains in use. The patient is enrolled in the minerva: minimize right ventricular pacing to prevent atrial fibrillation and heart failure clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed pacemaker syndrome. The patient was hospitalized for one day and the event was considered resolved on the same day. The device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.